Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose was 560 mg/dl at the time of the incident and was treated by bolus. The customer stated that, the problem had all day long and he replaced the infusion set four times they were blocked and bg is rising after dinner after three bolus through the pump. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.